Event description:
Tested positive for covid-19 on (B)(6) 2020 with rapid testing, tested negative on (B)(6) 2020 with rapid testing again, tested negative subsequent to that with viral testing. FDA safety report ID# (B)(4).